Manufacturer narrative:
External visual inspection of returned material revealed physically damage power supply. No software malfunctions or anomalies were observed. A golden power supply was used for performance testing due to frayed wire to the one returned. The unit powered on successfully in conjunction with return right ang ext cable with golden power supply connected directly to it. Unit performed pdb successfully with returned modem. Unit passed diagnostic test. Complaint of frayed wires was confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
It was determined clarification as needed as based on evaluation this event is not part of fa-q323-hf-4. As evaluation confirmed the event was related to frayed power supply and not a frayed right angle extender.